Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: c4tr01 crtp implant date: (B)(6) 2013, 1258t lead implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible fracture was noted on the right ventricular (rv) lead. It was also noted there was a polarity switch on the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.